Manufacturer narrative:
To date, the device involved in the reporte incident has not been received for evaluation. An investigaiton has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation 06/23/2015. Results: the device in question was not released for inspection as the customer has permanently removed it out of service. The most likely lot codes could be 879 (manufactured in december 31, 1987) and or 170 (manufactured in 1987) for the device in question. No manufacturing or design related trend has been identified. Conclusion: in summary the device in question was inspected by a sales representative and found that the swivel lock was too loose and there was rocker arm movement when locked. This device has been permanently removed from service.

Event description:
A report was received regarding a mayfield triad skull clamp. The description is as follows from the maude report (mw503946) that was received - "mayfield head holder placed on the patient. The head holder slipped, causing a laceration to the scalp. Scalp was stapled. Mayfield equipment inspected by service representative and found that the swivel lock was too lose and there was rocker arm movement when locked." Further information received was described as follow; type of procedure being done at the time: right posterior fossa meningioma, craniotomy for tumor resection. Was the patient repositioned prior to the slippage/laceration? Mayfield placed, rolled prone, chest supported on longitudinal chest rolls, the head holder slipped. Was the surgery delayed as a result of this event? The surgery was delayed minimally, time to apply stapes to laceration and replacement of different mayfield head holder. Did the patient recover from the laceration? Yes. Type of skull pins being used? Adult, disposable, manufacturer, lot number integra mayfield disposable skull pins a1083. Unknown lot number. Was stereotaxy device also used during the procedure? Yes.